Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus/basal delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The drive support disk had no anomaly. The pump had a scratched display window, cracked reservoir tube lip and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm and motion sensor test failure alarm. The blood glucose at the time of the incident was 257 mg/dl. The customer stated that she was trying to change the infusion set when the pump alarmed motor error. Before she was able to clear it and make it work but this time it would not work. Troubleshooting was not able to resolve the issue. The device was returned for analysis.